Event description:
Tech - the two intermediate siderails were loose from wear and tear over the years causing the latch not to lock intermittently, repaired siderails, siderails are fine now.

Manufacturer narrative:
This call record is being reported based on the allegation "siderails were loose ... Causing the latch not to lock intermittently". There has been no allegation made of injury or risk to a specific patient. A hill-rom technician did resolve the siderail latching problem by replacing worn parts.